Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was hospitalized due to high blood glucose. The customer also reported that she did not hear the alarm when she ran out of insulin. The customer's blood glucose was 549 mg/dl at the time of incident. The customer's blood glucose was 457 mg/dl at the time of call. The customer stated that she treated her high blood glucose with manual injections. The customer declined to troubleshoot for air bubbles, leaks, insulin issues and site issues. The customer was advised to verify the accuracy of programming to health care provider. The customer was assisted in adjusting the insulin pump to long beep setting. The insulin pump will not be returned for analysis.